Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, ischemia and perforation are listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that a xience v rx 2.75/23 mm was deployed at the distal obtuse marginal-I segment. There was a perforation at the distal third of the stented segment. The stent balloon was inflated to tamponade the perforation with no evidence of sealing the rupture upon balloon deflation. The balloon was kept inflated while a graftmaster was being obtained from another location. The perforation was repaired with a graftmaster 3.0 x 12 successfully. The patient remained hemodynamically stable throughout with minimal ischemic chest pain. There were no reported adverse patient sequelae. The patient was then transferred to another location for further observation and management. The patient was discharged in stable condition approximately 36 hours after the transfer. No additional information was provided.